Manufacturer narrative:
Device evaluated by MFR: express-vascular ld pmtd 8.0x40x135 cm was received for analysis. The recommended introducer sheath size for this express ld device as per express specification is a 6fr. The sheath used by the customer was not returned for analysis. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure. No issues were noted with the balloon material. A microscopic examination found the stent crimped in the correct location on the balloon. The first two rows of both the distal and proximal stent struts were found to be lifted/damaged. This type of damage is consistent with excessive force being applied to the device. No issues were noted with the of the device's tip. A visual and tactile examination identified no issues along the length of the device. No other issues were noted with the device that could potentially have contributed to the complaint incident.

Event description:
It was reported that stent damage occurred. The target lesion was located in the infraclavicularis. An 8.0 x 40 x 135 cm express ld vascular stent was selected and flushed for use. During preparation, it was noted that the tip of the stent was not smooth and the stent could not be delivered to the y valve. The procedure was completed with another of same device. The patient condition was stable. It was further reported that the stent strut of the device was not smooth.